Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22729. It was reported that the patient presented for remote follow up via merlin.net. Interrogation of the implantable cardioverter defibrillator revealed that the right ventricular lead delivered three failed shocks which failed to convert an episode of ventricular tachycardia. The patient was admitted to the hospital where he spontaneously returned to sinus. Programing interventions were discussed; however, no interventions were reported. The patient was in stable condition.